Manufacturer narrative:
The result of the return device analysis did not confirm the reported gripper actuation issue. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify similar incident reported from this lot. It should be noted that the intended use section of the mitraclip system, instruction for use states: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. It could not be determined if using the mitraclip on the tricuspid valve caused or contributed to the reported difficulties. A definitive cause for the reported gripper actuation issue, could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D4: lot no. Updated from 91102u249 to 91113u154; expiration date updated from 11/3/2020 to 11/12/2020 h4 - device mfg date updated from 11/4/2019 to 11/13/2019.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 3-4. The clip delivery system (cds) was advanced and placed on the anterior and septal leaflets. After both leaflets were placed on the clip arms, an attempt was made to lower the gripper arms however only one gripper would lower. The grippers were raised and attempted to be lowered again however the same issue occurred. The clip was inverted and the cds retracted to the right atrium where the clip was closed and opened again and the grippers were able to work correctly. The cds was then advanced back to the valve and grasping attempted, but once again, only one gripper would lower. The cds was removed without issue. Two clips were implanted, reducing the tr to 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.